Manufacturer narrative:
Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. Product event summary #fusion - patient tracker not aligning on model concomitant medical products: other relevant device(s) are. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was unable to get a passing registration. The scan loaded normally with 262 slices, but the virtual patient tracker appeared on the patient's chin in the software. The location was corrected to the patient's forehead, but the tracker would not sit flush against the skin. It was suggested that the patient's head may have been tilted in the scan, making the chin the most anterior part of the anatomy, not following imaging protocol. Navigation was ultimately aborted after about 15 minutes of registration attempts, where all attempts to register failed. Less than an hour delay and no impact to patient reported.